Event description:
Patient in the cardiac cath lab was placed on the table for his procedure. The patient had not been sedated at that time and the case had not started when the fluroscopy failed. Pt. Transferred to another table and procedure continued.====================== manufacturer response for xray system, integris (per site reporter)======================it was repaired.